Event description:
The customer stated that the device will not power up at routine check. No pt involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failures were confirmed and the cause was due to a cable that became damaged when it was pinched between the case and the internal card reader hardware, causing the ground wire in the cable to short to the 5v supply of the card reader. The unit would not turn on with the 5v supply shorted to ground. After cable replacement, the device passed testing and returned to the customer.